Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a sterling balloon catheter and a tuohy. The balloon was folded loosely with a complete detachment of the shaft. There was blood in the inner lumen, balloon and hub. Microscopic and tactile inspection found a complete separation of the inner shaft at 26mm distal from the exit notch, and a complete separation of the outer shaft 22mm distally from the exit notch. Microscopic inspection revealed a complete detachment (circumferential tear) of the balloon 28mm distal of the proximal bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified artery in the left forearm. A 4fr non-bsc introducer sheath and a guide wire was inserted into the vein side up to the arterial side crossing over the anastomosis site. Following angiocardiography, a 4.0mmx40mmx40cm (4f) sterling balloon catheter was then advanced in a u-shape fashion to dilate the lesion. Subsequently, pressure was applied up to around 10 atmospheres, but there was still residual stenosis. Pressure was then increased up to the rated burst pressure, but the stenosis was still not resolved. The physician performed dilatation at 20 atmospheres on the 4th inflation for 120 seconds and the balloon ruptured. During removal of the device into the sheath, slight resistance was encountered. When the device was removed, the tip of the balloon came into contact with the tip of the sheath and the balloon detached inside the patient's body. The detached portion was then removed with a snare and the device was completely removed from the patient. Following removal of the system, angiocardiography was performed and confirmed that nothing was left inside the patient. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified artery in the left forearm. A 4fr non-bsc introducer sheath and a guide wire was inserted into the vein side up to the arterial side crossing over the anastomosis site. Following angiocardiography, a 4.0mmx40mmx40cm (4f) sterling balloon catheter was then advanced in a u-shape fashion to dilate the lesion. Subsequently, pressure was applied up to around 10 atmospheres, but there was still residual stenosis. Pressure was then increased up to the rated burst pressure, but the stenosis was still not resolved. The physician performed dilatation at 20 atmospheres on the 4th inflation for 120 seconds and the balloon ruptured. During removal of the device into the sheath, slight resistance was encountered. When the device was removed, the tip of the balloon came into contact with the tip of the sheath and the balloon detached inside the patient's body. The detached portion was then removed with a snare and the device was completely removed from the patient. Following removal of the system, angiocardiography was performed and confirmed that nothing was left inside the patient. No patient complications were reported and the patient's status was good.